Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "revision of primary. Patient was dislocating. Original implant was in 2005. Liner and head were removed and replaced with a new constrained liner and head."